Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's buttons on the insulin pump were hard to push. The customer's blood glucose was 189 mg/dl. The customer also stated that she was unable to hear the sounds coming from the insulin pump. The customer stated that the sound was not loud enough and that the vibration was not hard enough. Advised that if the insulin pump were to hit against something that it may trigger a button error alarm. Nothing further reported.